Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade could not be conclusively determined. Per the IFU cardiac tamponade is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2182269-2017-00124. During an atrioventricular nodal reentry tachycardia, a tamponade occurred. The flexability catheter was ablating near and just inside the coronary sinus ostium (csos). After twenty minutes of ablation at 20w in the csos, no issue was noted. The patient was given heparin and the flexability catheter was moved to the left side using the retrograde approach. After ablating on the left side with the flexability catheter with no effect, the 4mm blazer was tried but was unable to get into a good position. The blazer was brought back up into the aorta to take it out and the patient began complaining of chest pressure and pain. The ablation catheter was taken out and an echo was performed with no abnormalities noted. The patient continued to complain of pain, so another echo was performed with no issue noted. After half an hour, the patient¿s pain got worse. The patient¿s st elevation and blood pressure began to drop. The patient began coding and an emergent transesophageal echocardiography was performed and displayed a posterior tamponade, likely from a cs leak coupled with anticoagulation. A pericardiocentesis was performed and the patient was stabilized. There were no performance issues with any abbott devices.